Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received three inappropriate shocks in the secondary sensing vector and was hospitalized. Boston scientific technical services (ts) was contacted for review, and it was discussed that the first episode was the result of a gradual rate increase with t-wave or nose over-sensing, which resulted in the first shock. This shock accelerated the patient's rhythm to a ventricular fibrillation (vf) and a second shock was delivered. After which, the patient's arrhythmia continued but had decreased below the programmed therapy zone. A third inappropriate shock was delivered later the same day due to elevated rates with t-wave over-sensing and over-sensed noise, potentially related to patient exercise. Ts noted that the system had been programmed in the secondary vector since implant, and there has recently been a reduction in the r-wave amplitude measurements. Additionally, there has been a gradual shock impedance increase (up to 150 ohms), which may have contributed to the arrhythmia non-conversion. Ts recommended verifying the system location via x-ray imaging, as well as verifying the system integrity during shock delivery to confirm optimal conversion. Isometrics and postural testing was also recommended to assess r-wave amplitude variability. Ts also suggested that the other two sensing vectors should be assessed to be determined if reprogramming would be possible. Additionally, testing the system performance at elevated rates was also suggested. Finally, ts noted that the smartcharge feature may be extended and/or enabling 2x gain control, if clinically appropriate, to prevent further inappropriate therapy. The patient was assessed at the hospital, where very little noise was able to be reproduced and was well-labeled by the device. A 12-lead electrocardiogram was performed, and it was determined that the patient was in arrhythmia flutter which had 1:1 conducted to the ventricle. This was suspected the cause of the patient's rhythm acceleration. It was noted that the patient was not very mobile due to a knee issue. The physician elected to program the device to the primary sensing vector. X-ray imaging and troubleshooting data was forwarded to ts for further review. Ts confirmed a large variability in system impedance, from 85 ohms to 120 ohms, over the course of four days. This large of an impedance variation could be indicative of device or system movement. Should the physician elect to reposition the system, a new automatic set-up tool screening was recommended. Ts reviewed the x-ray images and noted that potentially implanting the electrode deeper in the fascia could help to decrease shock impedance. Additionally, lowering the electrode to better cover the heart mass could aid arrhythmia conversion. The provided data showed evidence of noise in both the primary and secondary sensing vectors, though it did not appear to be at risk of being over-sensed. Nevertheless, the presence of noise during morphology changes, coupled with reduced r-wave amplitude measurements, could still leave the patient exposed to further inappropriate therapy. The alternate vector was concluded to not be suitable, due to low amplitude measurements, while the primary vector did appear to perform better at noise management with higher r-wave amplitude measurements, than the secondary sensing vector. Close remote monitoring was recommended. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received three inappropriate shocks in the secondary sensing vector and was hospitalized. Boston scientific technical services (ts) was contacted for review, and it was discussed that the first episode was the result of a gradual rate increase with t-wave or nose over-sensing, which resulted in the first shock. This shock accelerated the patient's rhythm to a ventricular fibrillation (vf) and a second shock was delivered. After which, the patient's arrhythmia continued but had decreased below the programmed therapy zone. A third inappropriate shock was delivered later the same day due to elevated rates with t-wave over-sensing and over-sensed noise, potentially related to patient exercise. Ts noted that the system had been programmed in the secondary vector since implant, and there has recently been a reduction in the r-wave amplitude measurements. Additionally, there has been a gradual shock impedance increase (up to 150 ohms), which may have contributed to the arrhythmia non-conversion. Ts recommended verifying the system location via x-ray imaging, as well as verifying the system integrity during shock delivery to confirm optimal conversion. Isometrics and postural testing was also recommended to assess r-wave amplitude variability. Ts also suggested that the other two sensing vectors should be assessed to be determined if reprogramming would be possible. Additionally, testing the system performance at elevated rates was also suggested. Finally, ts noted that the smartcharge feature may be extended and/or enabling 2x gain control, if clinically appropriate, to prevent further inappropriate therapy. The patient was assessed at the hospital, where very little noise was able to be reproduced and was well-labeled by the device. A 12-lead electrocardiogram was performed, and it was determined that the patient was in arrhythmia flutter which had 1:1 conducted to the ventricle. This was suspected the cause of the patient's rhythm acceleration. It was noted that the patient was not very mobile due to a knee issue. The physician elected to program the device to the primary sensing vector. X-ray imaging and troubleshooting data was forwarded to ts for further review. Ts confirmed a large variability in system impedance, from 85 ohms to 120 ohms, over the course of four days. This large of an impedance variation could be indicative of device or system movement. Should the physician elect to reposition the system, a new automatic set-up tool screening was recommended. Ts reviewed the x-ray images and noted that potentially implanting the electrode deeper in the fascia could help to decrease shock impedance. Additionally, lowering the electrode to better cover the heart mass could aid arrhythmia conversion. The provided data showed evidence of noise in both the primary and secondary sensing vectors, though it did not appear to be at risk of being over-sensed. Nevertheless, the presence of noise during morphology changes, coupled with reduced r-wave amplitude measurements, could still leave the patient exposed to further inappropriate therapy. The alternate vector was concluded to not be suitable, due to low amplitude measurements, while the primary vector did appear to perform better at noise management with higher r-wave amplitude measurements, than the secondary sensing vector. Close remote monitoring was recommended. The physician elected to program the device to the primary sensing vector, increased the smartcharge feature, and the patient was discharged. No surgical intervention is planned, as the patient is on dialyses, has several cutaneous level complications, and has already experienced an infection following this system implant. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.